Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the programmer won't work and it was showing a poor communication screen. Troubleshooting did not resolve the issue and it was indicated that the patient recently had the device implanted. It was noted that the patient was just in the office with the healthcare professional (hcp) and the programmer was working. It was unknown/unsure if the patient was feeling the stimulation. During the report, it was also noted that the hcp turned the device on and increased the stimulation. When the patient got home, the stimulation was too strong and they were able to turn ins down, they think. It was unsure if the patient feels the stimulation and if the device was on or not. There were no further complications or anticipations reported with this event.